Manufacturer narrative:
The first sample was analyzed with a reagent that had only 8 tests remaining. The second sample was analyzed with a new reagent. The calibration performed on (B)(6) 2022 for the 2 reagent packs used did not indicate an issue. The qc values were within range on the day of the event. On (B)(6) 2022 at 7:29 - before the initial pipetting, abnormal probe sucking was noted in the alarm trace. The preanalytical data revealed that the plasma sample was collected in a 4ml 13 x 75 primary tube. It was centrifuged for 10 minutes at 4000 rpm. There were no visible foam and fibrin clots present in the sample. 13 mm diameter tubes were used with a rack adapter. A general reagent issue can be excluded because the calibrations were successful and the control results were within the acceptable range. The investigation is ongoing.

Event description:
The initial reporter received a questionable etoh2 ethanol gen.2 (etoh2) result for one patient sample tested on a cobas 6000 c (501) module. The patient had two different samples. The patient rejected the initial result which prompted a rerun. The initial result of the first sample at 9:05 was 87.8 mg/dl. The repeat result of the first sample at 12:01 was 10.1 mg/dl with a data flag. The result of the second sample at 12:51 was 10.1 mg/dl with a data flag. The negative results were deemed correct. The reagent lot number was 58433401 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The calibrations performed on (B)(6)2022 and (B)(6)2022 for the 2 different packs of the same reported reagent lot number were successful. The qc values were within range on the day of the event. The alarm trace on (B)(6)2022 at 7:29 am indicated "abnormal probe sucking." The plasma sample was in a 4ml 13 x 75 primary tube. The sample was centrifuged for 10minutes at 4000 rpm. 13 mm diameter tubes were used with a rack adapter. There were no visible foam and fibrin clots in the sample. A general reagent issue can be excluded since the calibration and the control results were within the acceptable range. The investigation determined that the questionable result was related to a sample probe contamination, as indicated by the abnormal probe sucking before the initial pipetting.